Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type- catheter, product ID 8780, serial#(B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type- catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative (rep) reporting that the patient was not receiving therapy. The system was replaced. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 000mcg/ml via an implantable pump. A volume discrepancy during refill was reported. The environmental external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. Diagnostics and troubleshooting included a dye study was performed; date unknown and dose adjustments. The actions and interventions taken to resolve the issue noted as ¿retrialed¿ and would be replacing full system. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the patient via the company representative (rep) reporting that the patient was not receiving therapy. The system was replaced. The issue resolved at the time of this report. Patient was receiving baclofen (1750 mcg/ml at 100 mcg/day) via an implantable pump at the time of this report.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional correction made to section g2 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Catheter: analysis identified a kink in the catheter body. Pump: the returned device passed all testing in the laboratory and no anomalies were identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that last year, they went through multiple visits to increase the pump but, it was not working, and the medicine was not leaving the pump. The patient stated that the pump was replaced, and the report came back about the pump. The patient was looking to speak with someone about the time and suffering caused by this pump malfunction. The agent submitted the request internally.